Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a high lead impedance. It was also noted that a high impedance alert was received. Upon interrogation the next day, it was noted that the event could not be reproduced. No device intervention was reported. Patient was stable and will continue to be monitored.